Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
In the study, "accuracy of bolus and basal rate delivery of different insulin pump systems," 10 different insulin pump systems (insulin pumps and iis) were tested. Five durable pumps with common iis and one patch pump were included and all insulin pumps were filled with insulin aspart. For each insulin pump system, 3 individual insulin pumps were tested in three repetitions to obtain nine data sets per system. Accuracy of the pump systems was determined by weight differences through insulin delivery into a water-filled oil covered beaker placed on a balance. The setup had to be modified due to the lack of an administration set for the patch pump. The total deviation of the measured weight increase at the set basal rate of 1.0 u/h after 72 hours was very small (between -0.1% and 1.4%) for all tested insulin pump systems. During the first 12 hours, larger deviations of up to 10% were observed. Most pumps showed an increased delivery at the beginning of the measurement, but gradually decreased during the first 6¿12 hours. Although there were small differences between the individual systems (deviations ranging from 0.1% to 9.9%) during the first 12 hours, differences were marginal afterward. Some pump systems, such as <name omitted>, <name omitted>, m6-q (m6-q minimed 640 g), <name omitted>, and <name omitted> showed a tendency toward an initial over delivery, while <name omitted> showed initial under delivery and for <name omitted>, <name omitted>, <name omitted>, and <name omitted>, no clear conclusion could be drawn. The basal rate accuracy results for m6-q had to be regarded with caution since the used batch of the infusion set was recalled by the manufacturer after the tests were completed. Reasoning was a possible over delivery in case liquid reaches the connection between iis and cartridge during the priming process. It cannot be ruled out that the initial deviations observed for m6-q were caused by this anomaly, however measurements were not repeated since the recall came after the tests were completed. No products were returned for analysis as a result of this study.